Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming, and excessive no delivery tests. There was no motor error alarm and the motor passed the motor test. The displacement test functioned properly. The insulin pump was received with cracked reservoir tube lip, scratches on the case and scratches on the lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 525 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the motor error alarm occurred during basal delivery. Customer advised they were unable to rewind the insulin pump. Customer walked through a body scanner while attending jury duty. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.